Event description:
It was reported the patient's ipg was explanted for an unknown reason. The patient plans to be implanted with a replacement ipg on a future date.

Event description:
Per further information gathered via follow-up, it was determined the event was initially reported in error. The patient's ipg explant/replacement was deemed elective. The replacement ipg was implanted on (B)(6) 2019. There were no allegations against the device prior to surgical intervention.